Event description:
A (B)(6) male patient underwent aaa repair when he was (B)(6). Right after the procedure, there was no endoleak observed. After that, aneurysm expansion by type ii of lumbar artery was confirmed, and lumber artery embolization was performed when the patient was (B)(6). At the same time, migration in the proximal site was confirmed, but type I endoleak was not observed. After the embolization, the aneurysm gradually expanded, but wait-and-see approach was conducted with following the patient's wishes. This time (when the patient was 90 years old), he was transferred to the hospital urgently due to abdominal pains and shock. CT confirmed that the right iliac leg was disconnected from the main body, which brought type iii endoleak and resulted in rupture in the right post-abdomen. Hematoma formation was also confirmed. Then, another manufacturer's iliac endoprosthesis was additionally placed urgently under local anesthesia and controlled type iii endoleak. Though hemodynamic status became stable, since type ii endoleak remained, hematoma was observed, and oral ingestion was not possible due to and pressure on duodenum by aneurysm, the physician decided to conduct abdominal surgery. There was no type I or iii endoleak observed. During the abdominal surgery, aneurysm was opened and two lumber arteries were ligated, then arterial wall was closed again. Also, 8fr. Long sheath and balloon were advanced close to renal artery to deal with type I endoleak during the operation, but there was no need to inflate it. Abdominal closure was conducted after hematoma was removed. After the operation, it became possible for the patient to take oral ingestion and the aneurysm diameter became as smaller as plication. The patient's condition was improving. Event evaluation: still under investigation.

Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4).